Event description:
It was reported that the right ventricular (rv) lead threshold was high. It was also reported that there was a high number of short v-v intervals. The rv lead was explanted and will be replaced at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Pati ent information is not generally available due to confidentiality concerns. Product event summary: performance data collected regarding the lead was received and analyzed. No anomalies were found. (B)(4).